Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker longevity had decreased approximately three years over the past nine months. Review determined that the patient started sensing and pacing 100% in the right ventricle in february, and this was when the device longevity also started changing behavior. Technical services discussed to consider re-programming to reduce these ventricular paces from being sensed on the atrial channel, and consider programming the signal artifact monitor feature off. This device remains in-service. No adverse patient effects were reported.